Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed a cut in the tubing near the twist clamp. Functional testing was performed. This included leak testing during which a leak was observed through the cut tubing. Clamp function testing, clear passage testing and integrity of seal surface testing were all performed with no issues noted. The reported condition was verified and the direct cause was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer observed a leak in the tubing of a uv flash transfer sets. The leak was observed during use of the device for continuous ambulatory peritoneal dialysis (capd). The leak was further described as coming from cracked tubing near the twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.